Event description:
It was stated that the insulin pump alarmed button error even though no buttons were pressed. It was also stated that the customer was hospitalized. The reason for the hospitalization was unknown, but it was stated that the customer was vomiting prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.